Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had alert 113 (reduced water temperature control) and it was not cooling due to a failed mixing pump. It was stated that the device was coming in for the 2000 preventive maintenance service. Per the sample evaluation result received on (B)(6) 2022, they performed visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. It was stated that replaced the power inlet module and the cca ca card.

Manufacturer narrative:
The reported issue was confirmed. Root cause was overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided device history record review was not required. Labeling review is not required because labeling could not have prevented this issue. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had alert 113 (reduced water temperature control) and it was not cooling due to a failed mixing pump. It was stated that the device was coming in for the 2000 preventive maintenance service. Per the sample evaluation result received on 19may2022, they performed visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively. It was stated that replaced the power inlet module and the cca ca card.